Event description:
It was reported that pump displayed malfunction alarm with code malf 9, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided reset instructions, and confirmed that malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction alarm appeared again.